Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient needed an MRI due to a fall she had and broke her elbow. Patient stated her healthcare provider took an x-ray and did not like what they saw so they needed an MRI. Patient stated she needed to have her patient programmer with her to put device in MRI mode. It was reported that there was poor communication. It was reported patient was not able to communicate with recharger (insr) a couple weeks after a fall. Patient stated that she was supposed to have a knee replacement, which is why she fell. Patient stated that after the fall she did not charge for a few weeks because of her knee and broken elbow and since then she had been seeing reposition antenna screen. Troubleshooting was not possible due to lack of access to patient's equipment. It was reported that the patient had horrible vertigo for months and was falling down everywhere. No further complications were reported or anticipated.